Manufacturer narrative:
Upon completion of the investigation it was noted that a tear in the silicone housing was found. It was also noted that the imprint on the valve mechanism was also found on the silicone housing which suggests that the patient sustained some form of impact causing the tear in the silicone housing. This however could not be confirmed. A review of the history device records confirmed the valve conformed to the specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The affiliate reported that the valve was implanted and then removed due to a valve breakage. No further details were provided.